Manufacturer narrative:
The complaint investigation for falsely elevated co2 results included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.g1 update to contact information

Event description:
The customer reported falsely elevated co2 results generated on the architect c4000 analyzer on multiple patients on (B)(6) 2023. The following results were provided: sid result / repeat (B)(6) = 30.245 / 25.229 mmol/l (B)(6) = 33.157 / 24.250 mmol/l (B)(6) = 29.765 / 29.874/ 23.772 / 22.543 mmol/l (B)(6) = 33.451 / 23.784 mmol/l (B)(6) = 31.281 / 19.103 mmol/l no impact to patient management was reported.

Event description:
The customer reported falsely elevated co2 results generated on the architect c4000 analyzer on multiple patients on (B)(6) 2023. The following results were provided: sid: result / repeat: (B)(6) = 30.245 / 25.229 mmol/l, (B)(6) = 33.157 / 24.250 mmol/l, (B)(6) = 29.765 / 29.874/ 23.772 / 22.543 mmol/l, (B)(6) = 33.451 / 23.784 mmol/l, (B)(6) = 31.281 / 19.103 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6).